Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient's right ventricular lead had been exhibiting crosstalk. X-ray had confirmed that the lead had dislodged. Patient suffered a fall previously that may have contributed to the dislodge.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information notes that the lead was explanted and replaced. The patient was stable.